Manufacturer narrative:
This report is submitted on jul 23, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant secondary to an infection. A new device was implanted.